Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 16mm stent delivery system was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft and a break 26cm distal to the distal end of the strain relief. A visual inspection of the outer and inner lumen and tactile examination of the mid-shaft section found no issues. Microscopic analysis of the stent profile revealed no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. Dimensional analysis included measurement of the undamaged crimped stent outer diameter and the result was within max crimped stent profile measurement. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 30-may-2024. It was reported that stent damage, shaft kink and difficulty advancing occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.25 x 16 synergy drug-eluting stent was advanced but failed to advance the lesion. However, when the device was removed, it was noticed that the proximal struts were open and the entire hypotube was bent. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed hypotube break.